Manufacturer narrative:
The returned pak was visually inspected. Upon inspection of the infusion cannula assembly, a hole was observed on the tubing at the bottom of the infusion cannula hub. This defect can occur if the infusion cannula tubing is kinked when inserted into the parts tray, excessive bending and subsequent sterilization will cause this area in the tubing to weaken and can result in a hole in the observed tubing location. A review of the manufacturing activities shows the infusion cannula assembly is inspected under magnification with lighting. After a full analysis, the most likely root cause of the customer's complaint is related to a kink that occurred during the placement of the infusion cannula into the small parts tray. It should be noted we cannot entirely rule out the hole may have occurred when the infusion cannula was removed from the tray by the customer. Action will not be taken for this occurrence. After a thorough investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event for holes in the infusion cannula. In addition, this is appears to be an isolated event for this finished goods lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).

Manufacturer narrative:
This was the first complaint for the finish goods lot and the first for this issue. The device history record review showed the order was built and released per specification. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. Without a sample, it was not possible to isolate the root cause. No action will be taken for this occurrence, as the root cause is unknown. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing has been made aware of this complaint. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that there was leakage from the infusion cannula during a left eye vitrectomy procedure. The product was replaced and the procedure was completed. The surgeon indicated he observed a small hole in the tubing when he bent it. There was no harm to the patient. The product sample was reported as being available. No additional information is expected.